Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. The size of the defect was 22 mm on transesophageal ultrasound. During procedure, a difficulty was that there was no bank and also to see it first in jugular vein for the anatomical position of the defect. The occluder was implanted and stability check was performed very slowly because of the lack of banks. After the procedure, no leakage seen around the prosthesis. One hour after the procedure, the transthoracic ultrasound control showed the device was completely dislodged into right atrium. The device was removed by percutaneous retrieval with lasso. The doctor thinks that the prosthesis was gone because part of the defect had no edge. The patient was stable at the end of the procedure.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device embolization appears to be related to procedural conditions (sizing of the device and absence of the inferior rim of the atrial septal defect). The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared via lasso. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. The size of the defect was 22 mm on transesophageal ultrasound. During procedure, a difficulty was that there was no bank and also to see it first in jugular vein for the anatomical position of the defect. The occluder was implanted and stability check was performed very slowly because of the absence of the inferior rim of the atrial septal defect. After the procedure, no leakage seen around the prosthesis. One hour after the procedure, the transthoracic ultrasound control showed the device was completely dislodged into right atrium. The device was removed by percutaneous retrieval with lasso. The doctor thinks that the prosthesis was gone because part of the defect had no edge. The patient was stable at the end of the procedure.